Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
(B)(6). An event regarding dislocation involving a restoration modular stem/body separator was reported. The event was not confirmed. -device history review: the reported device was manufactured and accepted into final stock with no discrepancies. -complaint history review: there have been no other events for the reported lot ID. Conclusions: the exact cause of the event could not be determined as further information such as the device was not returned for evaluation.

Event description:
No delay in surgery.

Event description:
It was reported that the during the surgery, proximalbbody extractor broke.